Event description:
The customer reported that when the doctor finished the rfa treatment and removed the grounding pad, he found that the pt's skin had some red patches. The doctor was concerned the pad caused a burn to the pt's skin and cooled the area with ice. Medical intervention was not required. Initial eval of the returned sample found the pad was degraded and did not have continuity.

Manufacturer narrative:
(B)(4). The incident sample has been received and is under eval. When the device eval is completed, a follow-up report will be submitted.